Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It could not duplicate the reported phenomenon. But it was found the ccd unit failure which occurred noise on the image of the subject device and it could not see the image well. Also it was found the error e311 which indicates the white balance has not been set was displayed on the monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was turned on. The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was turned on. The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at (B)(4). It could not duplicate the reported phenomenon. But it was found the ccd unit failure which occurred noise on the image of the subject device and it could not see the image well. Also it was found the error e311 which indicates the white balance has not been set was displayed on the monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root causes of the reported phenomena. [Consideration]. The error e311 is an error that occurs when the white balance is not set. It was presumed that the error e311 occurred because white balance could not be set by the generated image noise due to the ccd unit failure. The cause of the ccd unit failure could not be presumed. The investigation results were as follows; -from the inspection results of olympus china, there was a problem with the ccd unit and its ccd unit malfunction caused the image noise. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the subject device was not repaired last year. If additional information becomes available, this report will be supplemented.